Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels went below 1.1 mmol/l (20 mg/dl) while wearing the pod. The patient was taken to the hospital and had lost consciousness. The patient was treated with glucagon (pen form), boluses of d-10 sugar water via intravenous (IV) route, and insulin through the pod. After treatment was administered, the patient regained consciousness. The physician recommended to replace the patient's personnel diabetes manager (pdm) since the pod had been replaced and low bg readings continued at the hospital. As a result of the event, the patient's therapy settings were adjusted at the hospital. The patient's basal was changed from .3 to .05 and insulin sensitivity from 18 to 22. The patient's insulin to carbohydrate ratio was changed from 55 to 80 and the target bg levels from 8 to 10.

Manufacturer narrative:
Delivery test was found to successfully pass and record into the device memory. The pdm (personal diabetes manager) was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended.